Event description:
This complaint is now reportable based on the returned device analysis completed on 09/22/2008. It was reported that during a carotid stenting treatment procedure, deployment resistance occurred. A carotid wallstent monorail 10.0-37 had been advanced to an unspecified carotid lesion. While attempting to deploy the stent, the physician encountered resistance. There were no patient complications reported with the patient's current condition listed as "good." Returned product analysis revealed that the outer sheath was broken.

Manufacturer narrative:
The device analysis: visual examination of the returned device found that the stent was fully mounted. It was noted that the valve body had been partially retracted and that the outer sheath was broken at 170mm proximal to its distal end, which is at the monorail exit. The shaft was kinked at 2mm proximal to the distal end of the outer sheath break. During analysis the distal end of the outer sheath was retracted by hand and the stent was deployed. No resistance was noted in retracting either the valve body or the outer sheath. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications, at the time of release to distribution. The most probable root cause of the reported complaint is determined to be operational context.